Event description:
Healthcare professional reported "capsular contracture baker grade IV", "cyst", "radial folds", "small amount of fluid". Later healthcare professional reported "inflammatory process", "edema", "alteration of format" and "capsular contracture IV" confirmed via MRI. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade IV". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "capsular contracture baker grade IV". Clarification to partial date of occurrence b3: "1 year ago" was provided.